Manufacturer narrative:
This incident has been recorded under (B)(4).. Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the device meshes skin irregularly during surgery. No harm or delay were reported along with the event. However an additional device was used to completed the procedure. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the repair site was unable to duplicate the reported issue. It was noted that the cutter was damaged and the roller was discolored which may have contributed to the reported issue. The cutter and roller were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No additional information is available.